Event description:
It was reported to philips that the device will not turn on or off. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer reported that the device was not starting up. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. However, the analysis of system log file confirmed the malfunction of flexvision pc. Few days later, the issue reoccurred and the flexvision pc was replaced in that work order. Following the replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.